Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the first reload which was a white reload and it fired fine. On the second firing across the appendix he was firing a blue load. The jaws were locked on the appendix. The tried to get it to release and it would not. It was reported that they called the sales rep during the case and tried the reverse button and it still would not open. The sales rep directed them to the customer support center, but it still would not open. He then used scissors to cut around the appendix. He used scissors (shears) to cut the stapler loose. He made sure everything looked good and there was hemostasis. Patient is fine no consequences.